Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to emergency room on (B)(6) 2018 with complaints of 2 days of black tarry stools and weakness. On (B)(6) 2018, hemoglobin (hgb) was 7.1 mg/dl and pt/inr was 21.9/2.2 seconds. Coumadin and asa discontinued on admission. Patient was transfused with 3 units packed red blood cells (prbc) within the first 24 hours. On (B)(6) 2018, esophagogastroduodenoscopy (egd) revealed hemorrhagic gastritis and gastric avm overlying folds that were oozing. These were cauterized with argon plasma coagulation (apc). On (B)(6) 2018, hgb continued to drop and the patient was given 1 unit of prbc and octreotide. On (B)(6) 2018, egd revealed a little oozing of blood at the previously cauterized area that was successfully cauterized. On (B)(6) 2018, the patient was restarted coumadin on and received one unit of blood. Octreotide discontinued and the patient was discharged on (B)(6) 2018. No additional information was provided.